Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates with multiple cartridges. Reportedly, the cartridges were filled with 300 units of insulin, and after the delivery of approximately 10 units of insulin, the insulin gauge decreased to a lower fill estimate value than expected. The customer reported blood glucose level was "fine". Additionally, earlier in the morning, the customer experienced a low blood glucose (bg) level of 67 mg/dl. To treat the low bg level, the customer consumed jelly beans. Recommendation was made to consult with health care provider regarding diabetes management. It was confirmed that the customer will continue using the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Two cartridge change sequences were completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified. Additionally, a functional testing was performed and no failure was identified related to the reported low blood glucose issue.